Event description:
In 2009, the patient reported that yesterday morning, she received an e4 (occlusion) error and her blood glucose was elevated to over 400 mg/dl. She changed the insulin cartridge and infusion set. Today she received another e4 and her blood glucose was elevated to 308 mg/dl at 8:00am. Her target blood glucose level is below 150 mg/dl. She stated that this issue has been occurring every other week since beginning use of the infusion device 2 months ago. Typically, she disconnects from the infusion site and primes to clear the error. She stated that the battery has been in use for 2 months and has never been changed. She was advised to change the battery. Upon follow up on the same day, the patient stated that she changed the battery and has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.